Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A filter and epifuse connector was received for evaluation. Visual and functional testing were performed. Visual inspection found the retention edge of the male connector was damaged. Functional testing found when the epifuse connector was connected, the collar came off and when moved to the female connector of the connector, and it was not connected properly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown. (B)(4)

Event description:
It was reported that when connecting the filter to the epifuse connector upon the use of the product, the filter's male connector got detached. No patient injury was reported.